Event description:
It was reported by service report that the extension spring interfacing with the latch lever was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever.